Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
It was reported that on (B)(6) 2021, a 29mm epic supra valve was selected for implant. After fully implanting the valve and closing the patient, it was observed on echo that the valve did not close. Therefore, the epic valve was explanted and a new 27mm trifecta gt valve was successfully implanted. The patient was stable throughout the procedure and a clinically significant prolonged procedure time was reported. The patient was reported to be in stable condition.

Manufacturer narrative:
The reported event "it was observed on echo that the valve did not close" could not be confirmed. No anomalies were found with the valve cusps, and functional testing at the time of manufacturing and upon return to abbott indicated the valve functioned normally. This test ensures proper cusp coaptation and hemodynamic performance. The free state of the cusps, without physiological pressure applied, is not indicative of actual cuspal coaptation or valve function. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The cause of the reported event could not be conclusively determined.